Event description:
It was reported that at the end of a diagnostic hysteroscopy procedure, increasing the core output setting from 30 to 70 caused sparks to fly, cutting off part of the insertion port from the high frequency-cable. The procedure was then completed with another device, and no patient harm was reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data field: g2 (remove healthcare professional) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the reported event was caused by during handling with possible application of mechanical force, stress, bending and pulling. Olympus will continue to monitor field performance for this device.